Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in pacing inhibition for a pacemaker dependent patient. The device was reprogrammed and the patient will be monitored. No adverse patient effects were reported. Device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.